Manufacturer narrative:
H4: the lot was manufactured from january 28, 2020 - january 29, 2020. H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The devices were not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported two (2) 2000ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bag leaked from an unknown location. This issues was identified during setup and preparation. There was no patient involvement. No additional information is available.